Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged white particles and chest pain. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged white particles and chest pain. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. Section-d and h has been updated.